Manufacturer narrative:
(B)(4). Device not available for return. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, additional reported information indicates that the procedure was to treat the left circumflex artery with heavy tortuosity and moderate to heavy calcification. The sds failed to cross due to the anatomy. Resistance was noted with the guide catheter during withdrawal. The stent struts were noted to be flared. Ultimately the lesion was treated using an unspecified stent and a new guide catheter. Although there was a delay reported, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the tortuous and calcified lct. An unspecified guide liner was used. A 4x28mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and failed to cross. The stent edges were damaged by the lesion and by the edge of the catheter. There was a clinically significant delay reported. It is unknown if there was any adverse patient effect. No additional information was provided.